Event description:
It was reported that the insulin pump alarmed no delivery, and the alarm was resolved by a complete infusion set, reservoir and insulin change. The caller did not know the blood glucose reading and declined to return the supplies for analysis, stating that this was a past event. The customer's mother stated that the blood glucose reading was 201 mg/dl on the morning of the event, and it was 300 mg/dl later on that day. The most recent blood glucose reading was 355 mg/dl, which the caller advised was due to the customer having been outside in the snow and consuming hot chocolate. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.